Manufacturer narrative:
The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised to run a performance test to ensure the functionality. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the rt knocked the circuit off of the 3100a ventilator while it was on a patient. Furthermore, there was no information for patient harm associated with the reported event.